Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what were the circumstances that led to the stimulation output issue, the patient said they weren't sure if their device was working. They added that they "short" have alert beep every once in awhile. The action/intervention taken to resolve the stimulation output issue was they changed to a different number on the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they were having an issue with the device and would like instructions on using their patient programmer (pp). They noted that it hasn't been helping for about a year and they've been getting up 9-10 times at night in the last few days. The patient also said stimulation has been feeling different for a couple of months and not feeling right. The call center reviewed basic pp functionality, therapy information, and general programming guidance. During the call, the patient connected to device it was determined that stimulation was off, but they were able to decrease stimulation when they were asked to do so; stimulation was ultimately turned on. When asked, the patient noted falling at the end of (B)(6). The call center reviewed how trauma like a fall could potentially affect implanted components. As a result of what was reported, they were advised to monitor and track symptoms now that stimulation has been turned on. They were also advised to adjust setting if needed in 1-2 days and then monitor and track again based off of symptom results until they find a setting that works. The patient noted they will call back if they believe it is time to switch programs or if they would like review of instructions. No further patient complications have been reported as a result of this event.